Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump shut off unexpectedly. The customer declined to provide additional information regarding the issue. Customer¿s blood glucose level was 89 mg/dl.